Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was damaged with moisture. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-apr-2019 with the following findings: a review of the pump histories showed frequent replace battery alarms. Voltage was not low at time of the alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was corrosion observed in the battery compartment. A leak test showed a battery compartment leak. Current draws measured within specifications. No alarms occurred during testing. The pump case was removed and moisture damage was found on the printed circuit board.